Event description:
Event description cpi received information that during pre-discharge testing this implantable pulse generator (ipg) was exhibiting no output when programmed to the bipolar mode. The ipg was programmed to the unipolar mode and is functioning appropriately.